Manufacturer narrative:
Date of event: unknown. Initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st. Related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (5) 4mm 32g pen needles (2 open without the tear drop label or inner shield, 3 sealed) with the shelf carton from lot # 0294460. Customer states that there is no insulin flow during priming. All returned pen needles were examined and both open samples exhibited a bent non patient end of the cannula which could prevent insulin from properly flowing through the cannula. All sealed samples were tested and all were able to expel properly. No defects were observed on the sealed samples. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the consumer reported many pen needles with no insulin flow when priming. Date of event : unknown. Sample : available.